Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to low amplitude and t-wave oversensing. Reprograming of the system was performed. This system remains in service. No further adverse patient effects were reported.